Event description:
The customer reported that the ventilator went vent inop with pressure regulation high occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-uproot cause: failure analysis on the returned data acquisition pcba shows that the board was tested and no failures were identified.